Event description:
The pt was implanted with device on 9/9/94. On 3/18/96 the physician noted that the pt had developed an infection and capsular contracture in the pt's left breast. No add'l info regarding this occurrence is available at this time.